Event description:
The cpoe ordering system for dofetilide that a pt has been on as an out patient creates innumerable impediments for unclear reasons. The dysfunction so associated results in delay for the pt receiving the drug.